Manufacturer narrative:
Plant investigation: the complaint product sample was received from the customer; the sample was received without original package. As the complaint product sample was being disinfected and prepared for analysis, it was found a leak on the cassette film. After further inspection, no other problems were found. The complaint product sample was visually inspected and during the inspection with the microscope it was found a hole on the cassette film. After further inspection, no other problems were found on the cassette hard plastic. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The reported issue was confirmed.

Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak after pd treatment was stopped. There was an air detected in cassette warning during drain 2 of 4. The patient stopped treatment and when the cassette door was opened it was noticed that there was fluid in the pump module area and fluid on the external cassette. Patient was advised to follow up with the pd nurse. In a follow-up, the patient verified the fluid leak event. There was no harm, intervention or adverse event. The patient let the cycler dry out and has been using it since with no further issues. The cycler set is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak after pd treatment was stopped. There was an air detected in cassette warning during drain 2 of 4. The patient stopped treatment and when the cassette door was opened it was noticed that there was fluid in the pump module area and fluid on the external cassette. Patient was advised to follow up with the pd nurse. In a follow-up, the patient verified the fluid leak event. There was no harm, intervention or adverse event. The patient let the cycler dry out and has been using it since with no further issues. The cycler set is available to return as a sample product.